Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2022-00121 . A physician reported a certas valve was implanted in a (B)(6) female patient via v-p shunt on (B)(6), 2020 with setting 4. On an unknown date, the pressure was set to setting 8. On (B)(6), 2021, the hakim valve was added by connecting it with a y-shaped connector. The setting has not been changed since the initial pressure of 30mmh2o. Subcutaneous retention occurred and valve obstruction was suspected, the valves were removed and replaced on (B)(6), 2022.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - product code 82-3162 with lot 4959988, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a cut/tear in the silicone housing around the siphon guard was noted. The position of the cam when valve was received was 90mmh2o. The valve was hydrated. The valve was leak tested and leaked from the cut/tear in the in the silicone housing. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any occlusions with the valve at the time of investigation. The root cause for the cut/tear in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard are probably due to a sharp or pointed object coming into contact with the siphon guard. The possible root cause for the issue reported by the customer, could be due the cut/tear in the silicone housing.